Manufacturer narrative:
Corrected data: the incident date was initially reported as (B)(6) 2015. The investigation found that the incident occurred on (B)(6) 2013. Additional manufacturer narrative: ge healthcare's investigation found that the scanner and breast coil were working as expected and the technologist demonstrated good clinical care of the patient from preparation of the scan to attentiveness during the exam. The patient had an expander, which likely was a breast tissue expander used post total mastectomy to expand the skin and other tissue prior to plastic surgery or cosmetic silicone implant. It is unknown if patient¿s pre-existing medical conditions increased the risk of fracture. Given the available information it is unclear what the root cause was; however there is no evidence that the scanner contributed to the injury. No further actions are planned at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Patient information is not provided due to country privacy laws. Incident occurred in (B)(6) 2015. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that, in (B)(6) 2015, a patient underwent an MRI of the breast. During the exam the patient alerted the technologists by squeezing the alert bulb and reported to the nurse assisting her that she was feeling pressure on her chest. The patient stated she would try to continue the exam, and the patient remained on the coil. During the next series the patient alerted the technologists by squeezing the alert bulb, and the exam was terminated at that time. It was reported the patient sustained a broken bone.